Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the returned pcb00 device was observed with the plunger in advanced position and locked. The pcb00 device was observed under microscope and scarce amount of lubricant residue was observed inside the device. Only a piece of a haptic was observed stuck in the cartridge tip. No lens was observed. The cartridge tip was observed broken. This condition could be caused by the force performed in delivering the lens due to the scarce amount of viscoelastic used. Dfu (direction for use) states to completely fill the viewing window with ovd (ophthalmic viscosurgical device). The delivery system was opened and no defects were observed in the upper, lower body, or in the pushrod and plunger. Since the lens was not received, the complaint could not be verified. No product quality deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a model pcb00 tecnis intraocular lens (iol) came out of the side of the cartridge preloaded device. There was no patient involvement. The reported event was observed during handling, but prior to insertion. No additional information provided.